Event description:
It has been reported to philips that system could not power on. The system was in clinical use. No harm has been reported to philips.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system could not power on. Upon functional testing the fse found that the host pc had no power, and it was defective. The fse replaced the host pc and upgraded the operating system (os)/app. After which, the system was returned use in good working order. These codes were updated based on investigation outcome.